Event description:
Patient presented to the physician with the ipg eroded through the skin at the chest incision site. Physician brought the patient into the or and explanted the entire inspire system.